Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 12 atms. The calcified and 90% stenotic lesion was located in the lmt-lad. The maverick2 monorail balloon was being used to pre dilate the lesion prior to a cypher 3.5/23 mm stent being deployed. The physician then post dilated with a vento 2.0 mm balloon. The physician then went back with the maverick2 monorail balloon which ruptured at 12 atms. An arrow introducer sheath, a mach1 guide catheter, a cypher stent, and an encore inflation device were also used in the procedure. Patient status is listed as "good".